Event description:
During surgery the clamp tip broke in the pt. The tip was found and retrieved with the help of x-ray. This extended the length of surgery. After surgery, it was noted that all of the clamp had not been retrieved. X-ray taken showed small tooth of clamp still in pt. The pt was offered surgery to remove the metal but the pt opted to leave the small piece of metal in. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Note: customer was contacted and reported that the broken portion is not located in a potentially dangerous area.